Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. The customer tried re-plugging in several times with same results. Unplugged fiber optic cable and zeroed transducer which was plugged into the central lumen without issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found, one on the catheter tubing approximately 52.1cm from the iab tip and the other on the inner lumen within the membrane approximately 26.7cm from the iab tip. The optical fiber was found to be broken at the kinked location of 26.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. The customer tried re-plugging in several times with same results. Unplugged fiber optic cable and zeroed transducer which was plugged into the central lumen without issue. There was no reported injury to the patient.